Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited out of range shock impedance measurements. The cause of the high impedances has not been determined. It was reported that this patient will continued to be monitored at this time. No adverse patient effects were reported.

Event description:
Amending previous report description that was submitted. Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited ongoing out of range pacing impedance measurements greater than 2,000 ohms. No adverse patient effects have been reported. The physician will continue monitoring. This product remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead continued to exhibit high out of range pacing impedance measurements greater than 2,000 ohms. An invasive procedure was performed. The pace/sense portion of the rv lead was surgically abandoned and a new rv pace/sense lead was implanted. The shock portion of the rv defibrillation lead remains in service. No additional adverse patient effects were reported. This product remains implanted and in service.